Manufacturer narrative:
(B)(4).

Event description:
It was reported that this lv lead had dislodged. This lead, as well as a dislodged rv lead and the ICD were all explanted and replaced at the physicians request. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.